Event description:
Procedure was endovascular aneurysm repair. Dr (B) (6) (vascular surgeon) indicated that during the procedure, he loaded the vascular graft wrong and caused it to deploy early. The implant was wasted and replacement device used. Dr (B) (6) indicated that it was not a product failure.